Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 577mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 286 mg/dl at the time of the call. Troubleshooting was performed and found that the customer had issues with their infusion sets and will be sent additional sets. Customer indicated that they will visit their doctor soon regarding their high blood glucose. Customer declined further high blood glucose troubleshooting. The product was not returned for analysis.